Event description:
It was reported by the customer that a pyxis medstation system drawer failed. The customer reported that users were unable to remove medications from the drawer. Which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed. During devive inspection customer recovered the drawer. The device functioned as intended after the customer resolved the issue.